Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient was implanted with an impella 5.5 pump for mechanical circulatory support and the next morning, bloody stool was noted. Heparin was withheld and the computed tomography scan showed no active bleed. However, endoscopy revealed bleed that was cauterized. Blood volume was given. The patient remains stable.

Manufacturer narrative:
The investigation for vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Added d6b d4 model number.